Event description:
The customer reported approximately 5 milliliters of liquid leaked from the lower left section of the lh750 instrument and flowed onto the countertop while performing shutdown-startup functions on the unit. There was no biohazard exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse observed peltier errors and fluid coming from under the left side of the analyzer. He found disconnected tubing at valve vl61 and replaced the tubing to repair the leak. The fse also replaced the peltier assembly and verified the instrument. (B)(4).